Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific received info that this right ventricular lead had exhibited loss of capture. The lead was successfully repositioned. It was reported that the pt experienced asystole for greater than 2 seconds in duration; however, they did not lose consciousness. It was believed that this pt experienced a micro-perforation. No further complications have been reported. No additional info is available at this time. As of today, our investigation is complete. If additional info becomes available, this report will be updated.